Event description:
Caller reported aviva blood glucose results: 11:16 am 525 mg/dl 11:20 am 238 mg/dl 11:30 am hi, which on the system indicates a result in excess of 600 mg/dl 11:31 am 444 mg/dl reported no adverse event. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.